Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation and palpitations from the left ventricular (lv) lead. The lv lead also exhibited high thresholds. During a revision attempt procedure, a new lv lead was attempted in the posterior lateral branch, but there was no lv capture. The new lv lead was not implanted, and the lv lead replacement was aborted. The previous lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.